Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the blood glucose levels have been going 250 mg/dl to 400mg/dl within the last thirty days with no reported symptoms. This does not meet animas criteria for an adverse event. During troubleshooting it was verified that the total daily doses were accurate and correct active basal program was in use, with accurate delivery as programmed. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.